Manufacturer narrative:
The complaint received states that during an interventional procedure the smart control ses had deployment dial rotation difficulty and then premature deployment difficulty. The patient was a (B)(6) male. The target lesion was left superficial femoral artery (sfa). Heavy calcification and moderate vessel tortuosity, the rate of stenosis was cto. The product looked normal when taken from the packaging. The product was prepped as per the IFU. During use, the locking pin was in place. A smart control (smart control, iliac 7x60ml, complaint product, (B)(4), 15190486) was delivered over a 0.035 radifocus guidewire (terumo) through 6f destination sheath (terumo). Manipulation of the control handle was impossible as the dial was 'locked up' and the stent could not be deployed. There was no excessive force used. The physician attempted to removed and exchange the device; however, while the device was being removed the stent deployed, fully covering the lesion. The procedure was successfully completed. One non sterile smart control 7x60mm was received coiled in a plastic bag. The stent and locking pin were not received and blood residues were found inside the inner member. Kinks were found at 2cm 7cm approximately from ID band due to coiled condition as unit was received. During rotating a tuning dial mechanism, no anomalies or friction was felt. DHR analysis was not performed since lot number was not provided by the customer. The experience reported by the customer was not confirmed but the exact cause of deployment difficulty could not be conclusively determined since stent was not received as well as no anomalies were felt during analysis of the tuning dial mechanism. Therefore, no corrective/preventive actions will be taken at this time. The complaints reported by the customer could not confirmed on analysis. Further, as no lot number was provided, no DHR could be performed. No corrective action is required at this time. Review of the information suggests that vessel and procedural issues may have contributed to the reported device difficulties.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The physician experienced difficulty deploying the stent. The patient was a (B)(6) male. The target lesion was left superficial femoral artery (sfa). Heavy calcification and moderate vessel tortuosity, the rate of stenosis was cto. A smart control (smart control, iliac 7x60ml, complaint product, c07060ml, 15190486) was delivered over a 0.035 radifocus guidewire (terumo) through 6f destination sheath (terumo). Manipulation of the control handle became locked up and the stent could not be deployed. However, when started to remove the device together with the sheath, the stent was deployed and placed in the target lesion without patient injury.